Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: therapy date (B)(6) 2013. Vanguard xp tibial tray catalog#195248 lot#373000. Vanguard xp e1 tibial bearing-left lateral catalog#195367 lot#625860. Vanguard xp e1 tibial bearing left medial catalog#195437 lot#584620. Biomet series a thin patellar catalog#184786 lot#702420. The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) identified several parts that deviated from standards. The rejection report indicated dimensional deviations that were reworked on and had no affect on the batch. A review of the complaint history identified one similar issue associated with the item and lot number remains unknown. Without opportunity to examine the device, the root cause could not be determined and the complaint was not confirmed. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Risks include "excessive/inadequate component rom¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
As reported in the gk9c vanguard xp early clinical evaluation clinical study 395, a female patient underwent left knee surgery on (B)(6) 2013 for the primary diagnosis of osteoarthritis. As part of study questions and responses it was noted that there was an impingement on the femoral implant, the details of the impingment were not provided. At this time the patient outcome is unknown and there is no indication of surgical delays or medical intervention. Attempts have been made and no further information has been provided.